Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. Physical damage was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.